Event description:
It was reported than an aq2003v silicone three piece lens was torn during loading, but the problem was not discovered until, after the surgeon inserted the lens. The incision was enlarged to remove the lens and sutures were required to close the wound.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that a haptic was torn off from the optic and there was a clear surgical residue on the lens.